Manufacturer narrative:
(B)(4). S.w version 4.11c. Retainer ring = missing. The insulin pump was returned for cosmetic damage located at the belt clip rail found on (B)(6) 2021. Insulin pump was received with a broken belt clip rails. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the belt clip rail. A missing reservoir tube o-ring and a missing retainer confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump clip rail was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.